Manufacturer narrative:
Results: investigation summary: no complaint samples or photos were returned for evaluation. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed that one damaged grip was found during the sampling at zone 5 and a qn ((B)(4)) was generated. No further reject activity findings throughout the build of this lot were disclosed that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Conclusion: confirmation of the defect stated in the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Bd was unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Bd was unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Corrections and CAPA corrective action project / CAPA (#): a root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported after using a bd insyte¿ autoguard¿ bc shielded IV catheter, the needle failed to retract. There was no report of injury or medical intervention.